Event description:
It was reported that a lead safety switch was recorded for this right atrial (ra) lead due to low out of range pacing impedance. When it was tried to reprogram the lead back to bipolar configuration, it was observed that the lead no longer had capture and an increased threshold was noted. When the ra lead impedance is measured it only shows the word noise, and a decreasing ra lead impedance is visible in the trend, however, there is also an impedance measurement greater than 3000 ohms, which is high out of range. Further advice was requested to technical services (ts). The lead remains in service. No adverse patient effects were reported. Upon completion of the device data analysis, it was discussed that the implantable pacemaker may exhibit an issue related to the right atrial (ra) lead pace channel. This is related to failures with the device hardware and could affect the ra lead as well. Device replacement and lead troubleshooting to confirm any effect to the ra lead were recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.